Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that water was leaking from the connection between the chamber dome and base plate on an mr290v vented autofeed humidification chamber. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) for evaluation. It was visually inspected, pressure tested and the thickness of the base was measured. The chamber was subsequently submerged in a water bath to identify the source of the leak. Results: visual inspection revealed no physical damage to the returned mr290v chamber. The pressure test revealed that the chamber was out of specification. Immersion in a water bath identified the source of the leak to be between the chamber dome and base. The chamber base thickness was found to be within specification. A lot check revealed no other confirmed complaints of this nature for lot number 120705. Conclusion: we are unable to determine the cause of the identified leak. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. This suggests that the reported leak only developed post production. The chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290 state the following: "do not use the chamber if the seals are not intact when received, or if it has been dropped". "Perform a pressure and leak test on the breathing system and check for occlusion before connecting to a patient". "Set appropriate ventilator alarms."